Event description:
The facility reported an infusion pump with a failure code 810:04. The reported event occurred during biomed testing. The hospital representative stated they have no record or any patient incident involving the pump since the last baxter service event and no patient injury had been reported. No additional information or contact was available.

Manufacturer narrative:
The device has been requested by baxter quality management for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.